Event description:
It was reported that there was a white residue on the lower display of the external pulse generator (epg). It was determined that the white residue to be on the plastic lens over the liquid crystal display (lcd). There was no residue or white material on the interior electrostatic discharge (esd) coating or boards. The caller was informed that new parts would need to be ordered. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.